Event description:
It was reported that the patient had a peri prosthetic fracture in (B)(6) 2012 and that did not heal. (Non-union), so the surgeon removed the plate, screws, cables and stem replaced with restoration modular cables.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding malposition involving a md vit slv and 2.0mm homog cbl was reported. The event was confirmed. In relation to the dall miles cable the report concluded that "most of the screws and cables were distal of the weak area while the strut graft had only one proximal cable for stabilization which is clearly inadequate. As such, the failure mechanism is clear by lack of mechanical stability in the bone defect area while the attempt at additional biological support of bone healing by use of a cortical strut graft was also inadequate through its placement and lack of adequate stabilization resulting in early failure with non-union requiring another revision after 15-months. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the root cause of the event has its origins related to procedure related factors. It was determined from the medical review that the placement of the dall miles cables did not provide the desired fixation/stability needed to support the proximal section of the femur and the cortical strut graft. It was noted in the medical review that most of the cables were distal of the bone defect area and that overall stabilization of dall miles system was unbalanced.

Event description:
It was reported that the patient had a peri prosthetic fracture in (B)(6) 2012 and that did not heal. (Non-union), so the surgeon removed the plate, screws, cables and stem replaced with restoration modular cables.